Event description:
The user facility reported a leak coming from underneath their reliance 444 washer, spreading away from their washer. No procedural delays or cancellations were reported. No injury to hospital staff or patients occurred.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the unit. He found the leak to be coming from an exchange valve gasket and loose hose connections. The technician replaced the gasket and retightened the hose clamps. A test cycle was run, the unit was confirmed operational and returned to service.